Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va02ssf, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Additional information received reported that the patient had no concerns with her device or therapy.

Event description:
It was reported stimulation increased while the patient was using a ¿weedeater.¿ additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
It was asked if patient could use a heating pad because they had a sore back "sometimes."